Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Lens was removed and replaced intraoperatively with a longer length lens. Problem was resolved. Cause of event was not reported.